Event description:
It was reported the pt had a successful trial with one percutaneous lead. It was reported during permanent lead placement, in 2008, the dr used a lamitrode narrow tripole surgical lead, which was placed at t9-t10 for bilateral leg pain. It was reported the pt spent the night in the hosp and stimulation was initiated the following day, with good stimulation. A few hours later, the pt's daughter reported the pt could not feel her legs. Dr was contacted and pt's disc space was reported to be decompressed. The scs system was left implanted. Follow-up on pt found no improvement in pt's condition. Device has not been returned to ans for eval.

Manufacturer narrative:
Eval codes. Method: device history record and sterilization record was reviewed, no anomalies were found. Results: all records reviewed were found to meet specs. Conclusion: device not returned. The cause of the reported complaint could not be determined from the review of the device history record and the sterilization record. Ans inc. Has limited info related to the pt's medical history and is unable to form a medical opinion as to the relevancy of the pt's history to the event reported. Ans inc. Defers to the pt's physician regarding medical history.